Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the screw attached to the device has deformation around on threads. Driver, sutures, and eyelet no issues found. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy the screw broke off outside the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 18-apr-2023: the screw broke off inside the patient and was fully retrieved.